Manufacturer narrative:
PMA 510(k): - the product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/3.0/91 diopter, in the patient's left eye (os) on (B)(6) 2017. A lens tear/break occured before injection into the eye. A lens crack occured. An alternate lens was implanted on (B)(6) 2017. The problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/16 and the patient's post-op uncorrected visual acuity (ucva) was 20/16. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens to have foreign material on lens surface (clear residue) and the lens was completely rolled up. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/3.0/91 diopter, in the patient's left eye (os) on (B)(6) 2017. A lens tear/break occured before injection into the eye. An alternate lens was implanted on (B)(6) 2017 and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/16 and uncorrected visual acuity (ucva) was 20/16. (B)(4).